Event description:
It was reported to boston scientific corp that a wallflex biliary stent was used during a stenting procedure on (B)(6) 2009. According to the complainant, during the procedure, the physician attempted to release the stent; however, strong resistance was encountered. The stent partially deployed and was removed. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): (partial deployment). The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).